Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, the biosure ha screw broke while it was being implanted. All the pieces were removed from inside the patient using tweezers. The back up device was used in the original bone hole. There was no void left inside the patient. A 7mm drill was used to prepare the insertion site, and it was cleared of all debris prior to insertion of the anchor. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported. Patient is health.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal end of the device is fractured into several pieces. The proximal end is intact. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.